Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be blank. The device;s lcd screen was replaced to address the issue.